Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, at the completion of the ablation, the sheath was removed prior to cooling phase taking affect. As a result, a quarter sized vaginal burn was sustained, the burn was categorized as "not serious". There were no further pt complications reported, and the pt was scheduled for a follow up. Follow up info received revealed that burn was classified as "not severe", there were no alarms/error codes, a tenaculum/speculum were used, there was nothing unusual about the cervix, there was no indication of overdilation, and it was confirmed that the sheath was removed prior to cool down. Although an attempt was made obtain additional follow up from the physician, there is no further info regarding this event.

Manufacturer narrative:
The complainant has indicated that the suspect device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.